Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the battery of the implantable cardioverter defibrillator (ICD) had prematurely depleted. The patient was asymptomatic. The ICD was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of premature discharge of battery was not confirmed. The device was at eri upon receipt. The device was tested on the bench and using automated testing equipment, and no anomalies were found.